Event description:
In 2005 that customer had a problem with a foley catheter product. According to the customer the balloon would not deflate, pt's uretha traumatized. The pt experienced bleeding. Pt condition is well, no other issues.